Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 01/15/2009, 01/16/2009, and 01/30/2009 by phone, fax and mail. A completed questionnaire was received on 02/03/2009.

Event description:
A consumer reported seeing a black mass in her peripheral vision with strobe-like sensitivity to light following intraocular lens (iol) implant surgery. The surgeon reported the consumer was experiencing dysphotopsia which had now resolved. The surgeon reported he did not believe there was a problem with the iol.